Event description:
Staff member (skin type 111 or IV) treated herself using lightsheer at aggressive parameters; she developed burns of unspecified severity to the arem and leg; there was no blistering the burns would appear to be less than second degree. The staff member also developed hypopigmentation which she believes will fade in about one year based on her experience some years earlier when treated to legs with a different aesthetic laser (not lightsheer).